Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and found it was bent not allowing the cutter device to be inserted. Therefore the reported condition was confirmed. The assignable root cause was determined to be due to excessive force in a direction not intended for the design of the device, which is misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during ¿biomed¿, it was observed that the craniotome device was bent. This event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.